Event description:
Customer called on (B)(6) 2011 reporting that he noticed abnormally low recoveries when cycling patient samples from a coulter ac.t diff analyzer. Customer inspected the instrument and observed that the white blood cell (wbc) bath, red blood cell (rbc) bath and vacuum isolator chamber (vic) had overflowed. Customer proceeded to change all check valves and performed several startup and shutdown cycles but the baths and isolator chamber still overflowed. Customer estimated 15 ml of reagents spilled during the spill. Customer technical support (cts) recommended the use of personal protective equipment before troubleshooting and advised customer to inspect the waste output line and waste container. At this time, customer noticed that the waste line was clamped and proceeded to unclamp the waste output tubing. Cts also advised customer to replace the air filter and adjust the vacuum afterwards. Cts then had the customer performed a start up and had passed. Customer mentioned that the wbc bath, rbc bath and vacuum isolator chamber drained normally. Customer reported that the msds was reviewed and that there was a risk management plan at their facility. No erroneous patient results were reported and no one was injured or exposed as a result of this event. Upon further conversation with the customer, it was noted that prior to this event, the customer had moved the instrument on the countertop to facilitate maintenance and the waste line had been inadvertently compressed when the instrument was moved back to the original position. Cts advised customer to change the filter afterwards because it had been compromised by the fluid backing up. It was also necessary to adjust the vacuum setting after a filter had been changed. Root cause of the leak was attributed to the waste output tubing being compressed when the customer repositioned the instrument on the countertop. This caused the waste to back up and overflow from the vic and the rbc and wbc baths.

Manufacturer narrative:
Method: instrument was troubleshot over the phone with customer technical support. (B)(4).